Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09307. It was reported that stent dislodgement inside patient occurred. The target lesion# 1 was located in the superior mesenteric artery (sma). A 6fr non-bsc introducer was advanced and a 7.0x30x135cm express® ld iliac / biliary stent was selected to treat the lesion. However, the stent came off of the balloon and the dislodged stent was then snared out. Target lesion#2 was located in the hepatic artery. A 5.0mmx19mmx90cm express® sd renal/biliary stent was advanced however the stent also dislodged. Attempts were made to retrieve the dislodged stent but failed and the stent was free-floating in the hepatic artery. No further patient complications were reported and the patient's status was good.